Event description:
It was reported the bd insyte autoguard 24g x75in had the catheter prematurely slide off of the needle. The following information was provided by the initial reporter, translated from french to english: users have reported that when opening the catheter packaging, the plastic catheter falls out of the needle even before handling + inability to retract the needle.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the plastic catheter or cover falls off the needle was confirmed from the two photographs that were provided for investigation; however, the root cause could not be determined. The photographs show the open unit packaging, needle cover and exposed needle without the IV catheter. As the photographs support the complainant¿s description of the reported event, the complaint was confirmed; however, there was no evidence that the reported event was caused by the manufacturing process. No other similar complaints were reported from this lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Event description:
It was reported that bd insyte autoguard yel 24ga x .75in had the catheter prematurely slide off of the needle. The following information was provided by the initial reporter, translated from french to english: users have reported that when opening the catheter packaging, the plastic catheter falls out of the needle even before handling + inability to retract the needle. Additional information received 3/13/2024: did the catheter fall out of the needle or did the needle guard fall off the needle? Or both? Catheter fell off the needle. Can you specify the date of the event? 17 /02/2024. Have there been any serious injuries or adverse events? No. Were any medical or surgical interventions necessary? No.

Manufacturer narrative:
The customer confirmed the event type, provided the event date, and confirmed that there were no serious injuries or interventions needed.